Manufacturer narrative:
Product eval: the product was returned for analysis, and the reported complaint could not be verified. The product was damaged and this damage was not mentioned by the customer. Product history records were reviewed and all documents indicate the product met release criteria. Upon return, the lens was observed to be improperly re-cased by the customer that resulted in optic damage. Root cause: while we are unable to determine the origin of the damage, our observation reasonably suggests that it is not mfg related. Due to the presence of surgical solution, the damage is potentially related to customer handling. Info provided indicated a failure to follow the directions for use, unapproved viscoelastic used. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary to the appropriate responsible management personnel. There have been no other complaints reported in the lot number. Add'l info was requested on 03/17/2011 by fax and mail. A completed questionaire was received on (B)(6) 2011. (B)(4).

Event description:
A surgical tech reported that an intraocular lens (iol) was exchanged due to "diopter power failure". The pt had a history of dry eyes and a prior lasik procedure (pre-existing). Posterior capsule opacification was noted. In a f/u, the surgeon reported the iol did not cause or contribute to the event. The event resolved following the exchange procedure. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure.